Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the 9800 system would not fluoro during a case and there was a grinding sound. No pt injury was reported.